Manufacturer narrative:
Investigation is not completed. Additional info has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This event occurred in another country.

Event description:
Very high activity level. Allegedly 26mm screw was inserted first, but the surgeon replaced with a 22mm because the 26mm screw was so long for this position. About 2 weeks post-op, x-rays showed breakage of the buttress screw.